Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there were discrepancies between the sensor glucose values and the blood glucose values. The customer stated that they were 25 to 50 points different. The customer stated that the sensor was dialed too tight for them and it kept alarming throughout the night; it alerted the customer of elevated blood glucose. The customer stated that they experienced an insolated incident of high blood glucose of over 450 mg/dl, which took a long time to stabilize. They had to treat with a manual injection. On another occasion the readings have been above 300 mg/dl. The customer also stated that in the morning of the phone call they had difficulty inserting the sensor because it would not release form the needle housing. When they finally removed the sensor from their body, it was kinked. Nothing further was reported.